Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device was received with ghosting display and high stop current due to shorted lcd driver board. It was unable to perform the occlusion test, excessive no delivery test and displacement test due to motor error alarms. Device passed selftest, unexpected restart and displacement test. Device had cracked case at display window corners and display window and minor scratched lcd window. (B)(4).

Event description:
The customer reported she had not been using the insulin pump and has been experiencing high blood glucose with the manual injections. The customer then explained that the insulin pump had a partial display with lines down the screen and she could not read the display. She also stated that the insulin pump over delivered insulin and her blood glucose dropped to 26. The customer had not called to troubleshoot the device and just sent the device back. Customer was advised that a replacement would be sent. The insulin pump has returned for analysis and replaced.